Manufacturer narrative:
Concomitant medical products: 4058m52 ra lead, implanted (B)(6) 1994; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead exhibited low impedance. The lead was reprogrammed and remains in use. The right atrial (ra) lead exhibited intermittent undersensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.